Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 25 during the bad process. Customer's blood glucose level was not impacted.